Event description:
It was reported to boston scientific corp that during an esophageal dilatation procedure using a jagwire, the flexible (soft) tip jagwire peeled off easily when the jagwire was negotiating through an esophageal stent. It is unk if any fragments of the jagwire fell into the pt. The procedure was completed with a different device (device type unk) without any complications to the pt, who is reportedly "stable" post-procedure.

Manufacturer narrative:
The device has not been received for analysis. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).